Manufacturer narrative:
Section b3 date correction manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported renal dysfunction could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The retrospective study entitled ¿reevaluating how we view renal dysfunction during left ventricular assist device consideration¿ sought how to view comorbidities like renal disease when considering patient¿s for left ventricular assist device, lvad, by assessing survival rates when considering their estimated glomerular filtration rate, egfr, at time of implantation. This single center, retrospective study reviewed 177 patients implanted with heartmate 3, hm3, lvads between 1/1/2021 and 7/1/2023, of which were then sorted into 3 groups: group a consisted of 73 patients with egfr rates of = 60, group b consisted of 64 patients with egfr rates of 60 > and > 30, and group c consisted of 40 patients with egfr score = 30 or on dialysis. Each groups survival at 6,12 and 24 months was evaluated and compared their development or redevelopment of a dialysis requirement post implant with a chi-squared test. 11 group c patients were on dialysis at the time of implantation, (1 hemodialysis, 10 continuous renal replacement therapy, crrt) with three remaining on dialysis indefinitely. The median length of dialysis requirement for these eleven patients after lvad implantation was 33 days. Group c patients had a seemingly lower 6-month survival rates; however, they had a similar 12 and 24-month survival compared to higher egfr groups (figure, table). The percentage of patients who developed or redeveloped a dialysis requirement in each group was 12.3%, 12.5%, and 18.9%, respectively (p=0.59). Conclusion: this study demonstrated that an egfr =30 or being on dialysis at implantation is likely insufficient to predict a poor outcome post-lvad in those implanted with an hm3.